Event description:
It was reported that the lead dislodged after the patient flipped her mattress at home. During procedure to reposition the lead an insulation anomaly was observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.